Manufacturer narrative:
One 16f x 24cm split cath iii was returned for evaluation. The device is in two pieces. The lumen is detached 1cm from the hub. The edges of the break are smooth. The device was forwarded to the contract manufacturer for evaluation.

Event description:
The device was implanted with no complications and during suturing the catheter broke in half.

Manufacturer narrative:
The investigation of the complaint included a review of the device history record (DHR), a review of the returned sample, and the manufacturing process. The review indicated there were no non-conformances or authorized manufacturing variances issued for the lot involved. DHR review found that the lots involved in the manufacture of the reported part number was manufactured within specifications per customer requirements. There was no visible damage to the luers, sleeves, extensions, clamps, or hub. The lumen was completely torn approximately 0.4" distal to the hub-to-lumen junction. The lumen also was stretched near the area of the tear. A cross section of the lumen taken near the tear met specifications. Root cause: based on the investigation performed a root cause could not be attributed to the manufacturing processes. The reported lot was manufactured according to established procedures and specifications.